Event description:
Event description cpi received information that this bipolar lead was a possible fracture or insulation break. The physician elected to perform an invasive procedure to replace the lead.